Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 2032227-2014-70219.please see medwatch report # 2032227-2014-70221.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and motor test. No motor error alarms noted. No unexpected low battery alarms noted. Several displayable history crc check failed on startup alarms were found at the alarm history file due to a corrupted history file. No cosmetic damage noted.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. He stated that the alarm occurred during the priming process. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer was advised to discontinue use of the insulin pump. Nothing further reported.